Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-mar-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 13-oct-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the patient experienced a heart perforation in the ceiling of the right atrium area. This was later followed by cardiac tamponade and hypotension. Pericardiocentesis was performed. The ipg was implanted successfully. No further patient complications have been reported as a result of this event.